Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown - screws: cannulated/ unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: li w.c., and u, r.j. (2012), comparison of kirschner wires and ao cannulated screw internal fixation for displaced lateral humeral condyle fracture in children, international orthopaedics, vol. 36, pages 1261 - 1266, (china). This retrospective study compares kirschner wires versus 3.5-mm diameter ao cannulated screw internal fixation in treatment for the displaced lateral humeral condyle fractures. A total of 62 patients were included in the study. 30 patients were fixed with k-wires while 32 patients (18 males and 14 females) with a mean age of 7.02 years were treated with 3.5-mm diameter ao cannulated screws. The mean follow-up period was 39.4 months (range 26¿95 months). The following complications were reported as follows: 4 patients had an obvious clinical and radiograph prominence over lateral humeral condyle but no patients required surgery. 6 patients had significant difference in their carrying angles, with relative cubitus varus in 2 patients and valgus in 4 patients. Among 4 patients with cubitus valgus, 3 were stabilised with screws through the ossific nucleus of capitellum. None required corrective osteotomy. 2 patients had a lack of 10 degrees of extension of the elbow compare to the other side. This report is for a 3.5-mm diameter ao cannulated screws. This report is 1 of 1 for (B)(4). A copy of the literature article is being submitted with this medwatch.